Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Upon follow up, the blood leak occurred at the end of patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed on the port the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient completed on the same machine as the leak occurred at the end of their treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The device was subjected to a laboratory bubble point test. A leak was not detected, possible due to coagulated blood. However, the dialyzer was disassembled for further evaluation and a potted fiber fragment was identified at approximately 90°, with the dialysate ports situated at 0°, on the non-cavity ID end. The fiber fragment was flush with pu surface. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A lot history review was performed. There was one other complaint reported against the lot. The complaint was for an internal blood leak. A review of the production record was performed. There were two ncs noted. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.